Event description:
It was reported that the balloon ruptured. A mustang balloon was selected for the index procedure. However, during the procedure, the balloon burst.

Event description:
It was reported that the balloon ruptured. A mustang balloon was selected for the index procedure. During the procedure, however, the balloon had burst. It was further reported that the target lesion was located in the non-calcified fistula. The balloon burst while the pressure was building up in the stenosis, and a portion of the balloon remained in the vessel. The procedure was completed by replacing the mustang balloon with another balloon.